Event description:
It was reported that during a lap cholecystectomy procedure, the clips fell off. Not properly formed. No pt consequences. Case completed with weck hemolok m/l.

Manufacturer narrative:
No additional information is available due to the device not being returned.